Manufacturer narrative:
A video of the reported issue was sent in for engineering analysis. The patient reference frame geometry was changing from green (all reflective marker visible to camera) to yellow (only 3/4 of the markers visible to camera) status when "jumping" occurs. This behavior is likely due to compensation for the camera not tracking one of the spheres and the subsequent change in geometry read by the camera/software. Software is functioning as designed.

Event description:
A medtronic representative reported that during a spinal surgery, while navigating the small universal drill guide (udg), the software display of the instrument on the monitor was unsteady or "jumping". The case continued with navigation. No negative impact to the patient outcome was reported.